Event description:
It was reported that pericardial effusion, cardiac tamponade and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. The patient was in the laboratory undergoing a concomitant atrial fibrillation procedure. Upon completion of the procedure, the was sheath was advanced over a non-boston scientific (bsc) 0.035 j-wire and used to cross the septum under intracardiac echocardiography (ice) guidance. After the non-bsc nuvision 9f ice catheter crossed, fluid was visualized, and both the ice catheter and was sheath were advanced into the left side of the heart. A pericardial effusion was subsequently noted and observed to be increasing in size. The physician requested a pericardiocentesis tray, and more than 1,100cc of bright red blood was removed, additional units of blood were given to the patient and then was sent to the operating room (or). In the or, the left atrial appendage was identified as the source of the effusion, and the cardiothoracic surgeon clipped the appendage. The physician stated that the tip of the wire may not have been visualized and may have retracted, allowing the was sheath to advance into and perforate the wall of the appendage. No further information was provided at the time of this report.